Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp via right internal jugular vein. On november 25, 2025, it was reported that the patient suddenly experienced chest tightness, severe discomfort and shortness of breath. Subsequent chest imaging revealed catheter fracture into the cardiac cavity. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Two electronic photo was provided for review. The first photo show partial view of catheter tube which was completely fractured. The second photo show partial view of clinician holding the catheter tube which was completely fractured and separated into two fragments. Therefore, the investigation is confirmed for the reported catheter fracture and material separation issues. However, the investigation is inconclusive for the reported migration issue as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b5, g3, h1, h6 (patient, device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp via right internal jugular vein. On (B)(6) 2025, the patient suddenly experienced chest tightness, severe discomfort and shortness of breath. It was further reported that subsequent chest imaging revealed catheter fracture into the cardiac cavity. However, the current status of the patient was unknown.